Event description:
It was reported that during a percutaneous stenting procedure, a stent dislodged inside the patient. The 90% stenosed lesion was located in the moderately tortuous lower bile duct. An amplatz guide wire was inserted through the percutaneous transhepatic cholangial drainage root. The expressbiliary ld 8x60mm stent delivery system "could not advance due to the stenosis." The catheter was withdrawn and the stent detached "near the surface of the body." The stent was retrieved with another manufacturer's clamp. The procedure was completed successfully with an express ld biliary 10x60mm stent. No further patient injuries or complications were reported. The patient status is reported as "good."

Manufacturer narrative:
Age at time of event:(B)(6).(B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: the device was returned along with the stent inside a plastic container. Visual and tactile examination of the device revealed no damage was noted to the shaft of the device. The balloon was folded and wrapped around the shaft of the device. A clear impression of where the stent was crimped on the balloon was visible and shows that the stent was crimped in the correct location on the balloon. Visual examination of the stent found the stent to be severely damaged. One end of the stent was severely stretched and flattened. The struts had been spread and lifted up on the other end of the stent. Traces of dried blood were visible on the inside of the stent. The damage noted to the stent is consistent with the device meeting a restriction and the device being pulled on which led to the stent being damaged in this way. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B) (4)

Event description:
It was reported that during a percutaneous stenting procedure, a stent dislodged inside the patient. The 90% stenosed lesion was located in the moderately tortuous lower bile duct. An amplatz guide wire was inserted through the percutaneous transhepatic cholangial drainage root. The expressbiliary ld 8x60mm stent delivery system "could not advance due to the stenosis." The catheter was withdrawn and the stent detached "near the surface of the body." The stent was retrieved with another manufacturer's clamp. The procedure was completed successfully with an express ld biliary 10x60mm stent. No further patient injuries or complications were reported. The patient's status is reported as "good."